Event description:
The device was returned to the manufacturer after being explanted post mortem with no cause of death reported. Additional information was requested and not received. The device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. Analysis revealed device reed switch electrical discontinuity open. Concomitant products: product ID: 5076-58, implanted: (B)(6) 2010, (B)(4).